Event description:
Revision surgery - due to a large pseudotumor found on the metal on metal patient. The metal inlay was found to be off the poly liner and metal inlay and poly liner were impinged on the stem neck.

Manufacturer narrative:
The reason for this revision surgery was a large pseudotumor was found in the vicinity of a patient's metal-on-metal hip prosthesis. The complaint stated that the cobalt chromium (cocr) inlay component of the metal-on-metal liner had dissociated from the ultra-high-molecular-weight polyethylene (uhmwpe) component of the liner. Both the cocr inlay and the uhmwpe component were found to be impinging on the stem neck. The implants were in the patient for 9 years, 6 months prior to revision. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was made available to (B)(4) for examination. Review of the associated device history records revealed no non-conforming material reports (ncmr's) associated with any of the products listed in the complaint, or their subcomponents. The dhrs evidence that all critical dimensions and specifications were met when the products were released from (B)(4). A review of the product complaint report history shows there are 26 prior complaints against the part number 499-34-007 metal-on-metal liner. Eight of these complaints involved dissociation of the cocr inlay from the uhmwpe component (B)(4). Two additional complaints did not involve dissociation, but did involve a cyst/pseudotumor (B)(4). This is the second complaint against lot 53800592, the first being the above-mentioned dissociation complaint (B)(4). After reviewing the above listed prior complaints, the most similar failure description seems to be that of (B)(4), due to similar extreme wear of the uhmwpe component. The cocr inlay was also said to have dissociated and rotated out of position by approximately 90 degrees to the acetabular shell, and was impinging on the neck of the femoral stem. In that complaint, it was documented in the medical records that the patient was very active and engaged in strenuous physical activities and heavy lifting at work. It is possible that the failure documented in the current complaint was initiated by similarly strenuous physical activities, particularly those involving weight bearing. Weight bearing activities would, over time tend to compress and potentially deform the uhmwpe component sufficiently for the cocr inlay to loosen and rotate. This relative motion between the uhmwpe component and the cocr inlay then has the potential to wear the uhmwpe component until sufficient clearance develops and the cocr inlay dissociates. The returned parts were examined in an attempt to determine how the implant system failed. The uhmwpe component of the liner is worn completely through over much of its inner surface. This is not a typical wear pattern even for a standard metal-on-poly bearing system, so the smooth cocr femoral head is not likely the surface that caused this damage. As stated in the complaint, the cocr inlay component was found by the surgeon to be dissociated from the uhmwpe component, and impinging on the femoral neck. If the cocr inlay is placed back in the uhmwpe component, it is easily rotated out of position since the normal close fit between the two components is no longer present. The normally rough grit-blasted surface on the back side of the cocr inlay is worn glossy smooth in most areas, indicating that movement of the cocr inlay was likely what resulted in the extreme wear of the uhmwpe component. The most likely scenario is that the thin edge lip of the cocr inlay swept back and forth inside the uhmwpe component like a windshield wiper, with every step the patient took. This would rapidly wear the uhmwpe component, and would generate a large volume of uhmwpe debris. Such debris is often associated with pseudotumor. It is unknown what precipitated the initial dissociation of the cocr inlay from the uhmwpe component. The uhmwpe component is too worn and mis-shapen at this stage to allow for any meaningful dimensional analysis. Dissociation of the cocr inlay from the uhmwpe component has been seen before in product complaints, and represents the failure mode in approximately the returned cocr femoral head, unipolar offset sleeve, and bone screws do not exhibit anything out of the ordinary. There are a couple of witness marks on the femoral head, and on the offset sleeves, but these are likely the result of the removal process during revision. The face of the head of the longest (35mm) bone screw shows some wear. This wear is most likely from the movement of the cocr inlay impinging on the screw, once the uhmwpe component was completely worn away. This investigation is limited in scope because the uhmwpe liner component is badly worn and deformed, so the root cause of the initial dissociation of the cocr inlay cannot be determined. The root cause identified as the reason for revision was pseudotumor due to implant dissociation and extreme uhmwpe wear after 9 years 6 months in vivo. The wear is likely due to movement of the dissociated cocr inlay against the uhmwpe component as the patient walked. There was no information reported that evidences a material, design, or manufacturing problem with the product. One factor that may contribute to this failure mode is a high level of physical activity, and/or weight bearing activities such as heavy lifting over many years. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.